Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the high frequency hearing with this device was not the same as with the previous device and that the sound perception was too loud. In 2016, the 2 most basal electrodes (11 _12) were disabled due to being extracochlear. Subsequently, channels 9 _10 were disabled. Stimulation on channels 6 _ 7 were also reduced. There was a decrease in hearing and speech performance. The user was re-implanted. Per device explantation report, it was confirmed that 3 channels were found extra-cochlear.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damage found during investigation is most likely related to the removal surgery. This finding was expected, because according to the received information the device was no longer providing good benefit to the recipient due to a post-operative active electrode migration, i.e. 3-4 channels went out of cochlea. A full insertion was achieved at initial implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was reported that the high frequency hearing with this device was not the same as with previous implant and that the sound perception was too loud. However, the device was in use. In 2016, circa 1,5 years after implantation, the 2 most basal electrodes were disabled due to being extra-cochlear. Subsequently, further 3 channels were disabled due to being extra-cochlear and providing non auditory sensations. Stimulation on channels 6 _ 7 was also reduced. There was a decrease in hearing and speech performance, with uncomfortable and loud sound. The user was re-implanted with a competitors device.